Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, the physician noted that the pacing thresholds were not appropriate. Therefore, the physician decided to reposition the lead, however, during the manipulation the lead became entangled with the tricuspid valve and required removal, there were retraction difficulties. Upon extraction, the distal tip of the lead was found to be deformed. The lead was replaced with a new one, and the procedure was successfully completed. No adverse patient effects were reported. This lead has not been returned.